Manufacturer narrative:
Concomitant medical products: metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no # 0100185146, lot no # unknown; metasul ldh, head, 56, code v, taper 18/20, catalog no # 0100181560, lot no # unknown; femoral stem press-fit collarless 12/14 neck taper, standard body, standard neck, offset size 13, 138 mm stem length, cementless, catalog no # 00786401300, lot no # unknown. Therapy date : (B)(6) 2017. Other source documents (surgical report) were provided. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on the right side and underwent revision surgery due to unknown reasons.